Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the device had not worked for 4 - 5 years. The healthcare professional did not have any other information. The consumer reported they were going to get the device checked but decided to put that on hold and work around the device. The patient denied any pain and wasn't interested in re-starting the ins as he did not pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.